Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure the fiber exhibited "end firing." "Fiber began to end fire about 3 minutes in." The fiber was exchanged. The case was completed, with the use of second fiber. Patient outcome was "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: the first fiber was used for 14628 joules; 3:19 minutes. The fiber tip was not cleaned during the procedure.